Event description:
In 2007, the distributor reported that the screw disassembled during transport.

Manufacturer narrative:
Did not happen during surgery. Not used during surgery.requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.